Event description:
I was sold a medical device called emsculpt neo from a company named (B)(4). Their salesmen were very pushy and claimed that the machine use for muscular activation and fat loss was the exact equivalent to 20,000 crunches in 30 mins. The machine did not work as claimed and they "promise" these results. I have text message proof with the 20,000 crunch statement which is off-label.